Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The indicated failure mode of overfill was not observed in the attached photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® plus citrate tube, an unspecified number of tubes fill above the fill line. No adverse impact was reported regarding the patient or user.